Manufacturer narrative:
Per the bme, restarting the system resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a blue screen.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a blue screen.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, bme (B)(6) at (B)(6) hospital reported the cns-6201a (pu-621ra sn: (B)(6) had a blue screen of death (bsod). The pc powered back on after the reboot and was currently running without issue. The blue screen also occurred on (B)(6). Customer verified that both the hdds were in good status. Service requested troubleshooting/assistance. Service performed customer requested to close the ticket as issue was resolved by reboot. Investigation result: the device was placed into service on 01/30/2016, which is over 2.5 years prior to the reported issue. Review of device sap history found no previously reported issues relating to blue screen or hdd. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Hdd failure not suspected as customer confirmed the hdds were in good status. Cns-6201a operator's and service manual advises that the central monitor be restarted once every three months. Otherwise operation becomes unstable and monitoring may stop. Customer's preventive maintenance for this unit is unknown. Failure to perform recommended preventive maintenance has potential to contribute to reported issue. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. No further reported issues with bsod or hdd for the unit. Based on the given information, this issue is not suspected to be caused by deficient device design. The root cause cannot be confirmed as the device was not returned, unit has no history of issue, and customer requested to have the ticket closed. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.